Manufacturer narrative:
The insulin pump was received with unresponsive act and up arrow buttons due to corroded keypad traces. No scrolling buttons noted. No button error alarm noted. Unable to perform displacement test due to unresponsive button. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm after numbers began scrolling on display screen. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.